Event description:
I've been suffering with illness for years but it's gotten really bad this past year, after researching, I came across breast implant illness and noticed that almost all of my symptoms matched. After contacting my surgeon who had stopped doing them 14 years later, I contacted the MFR of the implant and found out that my saline (textured) implants were recalled. I am waiting on seeing a dr, as well as a surgeon for testing and removal of the implants. FDA safety report ID# (B)(4).